Manufacturer narrative:
The event unit was not returned to applied medical for evaluation; however, photos of the event unit were provided. Visual inspection of the photos confirmed the complainant's experience of a detached guide bead. The cord loop was broken and frayed at the ends. In the absence of the event unit, applied medical is unable to determine whether the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: ni. Quality defect concerning an endoscopic extraction bag. The closure ring has separated when closing the bag in the abdomen. Use of a second extraction bag to put the green closure ring and the first bag with the operating part. Clinical consequences: serious risk if ring not found. Pictures are attached. Patient status: there was no patient injury. Type of intervention: use of a second device.

Manufacturer narrative:
The event unit is not expected to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: ni. Quality defect concerning an endoscopic extraction bag. The closure ring has separated when closing the bag in the abdomen. Use of a second extraction bag to put the green closure ring and the first bag with the operating part. Clinical consequences: serious risk if ring not found. Pictures are attached. Patient status: there was no patient injury. Type of intervention: use of a second device.